Event description:
I have been using fixodent for approx 15 years. While I was using it, I began experiencing numbness, tingling, swelling, burning in legs, hips. I was diagnosed with neuropathy on (B) (6) 2002. My neuropathy is permanent. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: (B) (6) 1993 to present. Diagnosis or reason for use: denture adhesive.

Event description:
Caller states patient tested 2.0 inr on coaguchek s system 1 and 2.9 inr on coaguchek s system 2. No actions taken based on meter results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 906a-d13, expiration date 05/31/2011). Reference medwatch report with (B) (4) for the suspect device used in system 1.